Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) burst and six inappropriate shocks due to an atrial fibrillation (af) episode with rapid ventricular response (rvr). No additional adverse patient effects were reported. This ICD remains in service.